Event description:
It was reported that device had air in line issue. Per reporter, the patient had to present to emergency department. There was also mentioned and identified another pump with same issue. The event occurred at patient home while in use with patient. There was patient involvement, and no patient harm/adverse events reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no product was received for analysis. We are unable to confirm the reported complaint. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.